Event description:
It was reported that an ilet user in the first week of therapy experienced multiple infusion set handling issues in which several insets were deployed incorrectly or launched prematurely, and in some instances the introducer did not retract fully; the lot number 6013528 was recorded and replacement insets were shipped after education on proper use. Symptoms included no reported adverse clinical effects, no alerts, and no alarms. Outcomes included the need for replacement supplies and user troubleshooting and education. Investigation included collection of the lot information, review of the user¿s description of deployment difficulties, and remote support to confirm correct setup and connection. Investigation of this case revealed user technique challenges during early adoption leading to improper insertion or incomplete connector attachment, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique.